Event description:
The product had a contaminate in the packaging. It was observed prior to use. No harm to patient. It was not used on patient.

Event description:
The product had a contaminate in the packaging. It was observed prior to use. No harm to patient. It was not used on patient.